Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical nurse manager reported the combiset blood pump segment was punctured when the blood pump roller compressed the segment during treatment. The estimated blood loss (ebl) was not reported and remains unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical nurse manager reported the combiset blood pump segment was punctured when the blood pump roller compressed the segment during treatment. The estimated blood loss (ebl) was not reported and remains unknown. Additional information was requested but was not received to date.